Event description:
Approximately 14 hours after application of product, a nurse found the pt complained of a severe pain under the dressing.

Manufacturer narrative:
The pt complained of a pain just "like the chili peppers were rubbed into the wound". As she could not tolerate that pain, the nurse called her doctor to provide instructions. The physician changed the treatment back to the previously used ointment (theradia-c-paste and dermovate (clobetasol 17-propionate) ointment) and the pain resolved completely. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. (B)(4).